Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages, service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, service code 204) has been confirmed. Upon investigation the electrode belt trunk cable was cut and all the wires were damaged. Additionally, the yellow (pgnd) wire in the trunk cable was open. The root cause for the missing trunk cable was physical abuse. The root cause for the open wire was excessive force. Monitor sn (B)(4) mfg. Date: 8/24/2018. Electrode belt sn (B)(4) mfg. Date: 04/04/2012. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service 204 (monitor/belt unusable) and frequent gong alarms.